Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. Detailed mechanical and electrical testing was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
The patient later reported feeling short of breath and dizzy. Upon interroagation, the device indicated it had reached elective replacement time (ert). It was alleged the device had reached ert prematurely, and an explant procedure was scheduled. No further patient effects were reported.

Event description:
Boston scientific received information that this device had a longevity remaining estimate of less than 0.5 years. Four months later, the longevity remaining estimate was greater than two years. The magnet rate had consistently been 100 ppm. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant stated the magnet rate was the most dependable indicator of remaining longevity, and that pacing impedance and demand can affect the longevity remaining estimate. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was explanted and replaced.